Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 230 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information from the customer; however, no additional information was provided.